Event description:
As reported by the user, while prepping for an angiogram procedure, cardiac cath lab technician noted that when they went to open a box of soft-vu jb1 5f 100 cm angiographic catheter (lot number 564325), one pouch in the box of five was labeled with soft-vu kern f4 65cm (lot number 564324). It was reported by the user that the product in the pouch appeared to be the correct product per the box label and was consistent with the remaining pieces in the box; only the label was incorrect. The user disposed of the discrepant product, pouch and label. The device was not used on a patient.

Manufacturer narrative:
A review of the lot history records for both lot number 564324 and lot number 564325 noted no issues with regards to labeling or product scrap. A visual review of the twenty pouch labels and four box labels for lot number 564324 that was in inventory was conducted. No discrepancies were noted. No product from lot number 564325 was available for review. This is first reported complaint for either lot number and appears to be an isolated incident. A review of sealer log book noted that the two lots in question were labeled, packaged and sealed on the same sealer, by the same operator, on consecutive runs, on the same day. As the reported complaint sample was not returned by the user, angiodynamics is unable to perform a device evaluation. The customer's complaint description could not be confirmed. The root cause for the reported complaint is unknown. The most likely root cause for the reported complaint is that the manufacturing personnel responsible for packaging of this device failed to follow appropriate manufacturing procedures by ensuring proper line clearance in between manufacturing lots on the packaging line. (B)(4) has been initiated to address this issue. This type of complaint will continue to be monitored for trends. (B)(4).